Event description:
It was reported that a 48-year-old female patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant accompanied with a left breast late onset seroma. As a result, the patient underwent removal and replacement with 300cc mentor smooth round moderate profile saline breast implants on (B)(6) 2022. The deflation as confirmed during explantation.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation, seroma manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 10, 2022, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the device. Visual analysis of the returned sample revealed that the breast implant was found to have two tears (a and b). The tear a was located on the anterior view, measuring 1.4 cm; the tear b was located on the posterior view, measuring 1.1 cm. A microscopic examination was performed and the cause of the tear a could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. On the other hand, a microscopic examination was performed on the edges of tear b, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Although no conclusion could be reached on the cause of the rupture a, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Based on the available information, microscopic examination of the rupture b indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. On (B)(6) 2022, mentor became aware of a mistake that was submitted in the initial report. The fields h6 investigation conclusions and h6 investigation findings should have been populated with conclusion not yet available and results pending completion of investigation, respectively, as the device was returned for evaluation but the investigation had yet to be completed. Manufacturer¿s reference number: (B)(4) in the initial, the fields h6 investigation conclusions and h6 investigation findings should have been populated with conclusion not yet available (d16) and results pending completion of investigation (c21), respectively, as the device was returned for evaluation but the investigation had yet to be completed.